Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume multirate infusor was overinfusing. The reporter stated that the flow rate was set at ¿1¿ and then set to ¿0¿ ¿every few hours.¿ the expected delivery was 120ml of anapeine a6 in five days but the medication was finished in three days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot 16g042 was manufactured from july 26, 2016 to july 27, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.